Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta 5.4mg has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6) 2019, the customer complained that on the archive machine of the sysmex-xn line, it was found that occasionally the tube head loosened, and in the examination before the machine, the tube head was loose or leaking blood. In the case of the entire blood collection process, all were operated according to the specifications. A total of 8 cases were found. At present, customers need to cover these capped blood collection tubes and this issue affect their normal work.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper creepout as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® k2 edta 5.4mg has been found experiencing leakage during use. The following has been provided by the initial reporter: on (B)(6) 2019, the customer complained that on the archive machine of the sysmex-xn line, it was found that occasionally the tube head loosened, and in the examination before the machine, the tube head was loose or leaking blood. In the case of the entire blood collection process, all were operated according to the specifications. A total of 8 cases were found. At present, customers need to cover these capped blood collection tubes and this issue affect their normal work.